Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns a male patient of unknown age who initiated treatment with synvisc one injection and after unknown latency could not even stand on that knee. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra- articular synvisc one injection once (bilateral knee injection) (dose and indication: unknown) (batch/ lot number: 7rsl021 and expiration date: unknown). On an unknown date in (B)(6) 2017, after unknown latency, the patient could not even stand on that knee. Corrective treatment: not reported for both the events outcome: not recovered for both the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Serious event of device malfunction: important medical event. . Pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a male patient who experienced device malfunction while on therapy with synvisc one. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.